Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation, one electronic photo was provided for review. The photo shows a powerport attached to a groshong catheter kept inside packaging along with a patient ID card. Product details with implant site and implant date were provided in the ID card. The investigation is confirmed for the reported fluid leak and the identified fracture, deformation and worn issue, as two circumferential splits were noted approximately 2.4 cm and 4.3 cm from the distal end of the cath-lock. Both edges of the circumferential split observed approximately 2.4 cm from the distal end of the cath-lock were jagged, with a granular break surface. Similarly, both edges of the circumferential split observed approximately 4.3 cm from the distal end of the cath-lock were jagged, with a granular break surface. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2021), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine-month post port placement, a CT scan examination demonstrated that the catheter allegedly leaked. It was further reported that the port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that approximately nine-month post port placement, a CT scan examination demonstrated that the catheter allegedly leaked. It was further reported that the port and catheter were removed. There was no reported patient injury.